Manufacturer narrative:
Correction: e4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Updated information: h6 component code changed from g04105 to g07001. The investigation for the optical signal issue has been completed. The product and data logs was returned fand evaluated. Based on data logs and product analysis, there was no defect found related to pump.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the signal for position detection is not stable alarm occurred due to a temporary unstable position signal. As the unstable signal persisted, a control device abnormality alarm occurred as a secondary response. After approximately one hour, the position signal stabilized, and both alarms cleared.